Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate.

Event description:
The tibial jig uprod became stuck in the ankle clamp.

Manufacturer narrative:
The devices were submitted with the hp em tibial jig uprod stuck/frozen inside the hp em tibial jig ankle clamp as reported. The devices were received in a condition that made evaluation for root cause determination impossible. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor complaints through (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.